Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. The s3ur valve was implanted in the (80/20 aortic: ventricular) position with an additional 4cc's in the balloon of the 29mm commander delivery system. After the valve was implanted, angiography and echocardiography revealed moderate-to-severe paravalvular leak (pvl). Post-dilation was performed with an additional 2 cc's, which did not resolve the pvl. Again, post-dilation was performed with another 2 additional cc's, after which the pvl jet remained unchanged, but mild-to-moderate central aortic regurgitation (ai) was now confirmed per transesophageal echocardiogram (tee), accentuating the pvl. A second 29mm s3ur was prepped with +4 cc's, positioned at the bottom of the previous valve, and successfully deployed with only 2 of the 4 cc's delivered. Echocardiography and angiography revealed the pvl had reduced to mild and there was no central ai present at the conclusion of the procedure. Per report, the patient remained stable throughout the entire procedure and left the operating room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Addition to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical report. It was reported that 2cc of additional inflation volume was used for multiple post-dilatation attempts to address a paravalvular leak observed after deployment. While post-dilation can help optimize valve positioning, it also carries the risk of over-expanding the valve, which may affect leaflet mobility. This could potentially lead to central regurgitation, as observed in this event. As such, available information suggests that procedural factors (post-dilation) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.